Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021 due to high blood glucose level. Customer's blood glucose was 500 mg/dl at the time of hospitalization. Customer was treated with intravenous insulin infusion for high blood glucose. Customer was sent a replacement insulin pump three weeks ago and since then they had ended up in intensive care unit three times. Customer stated their blood glucose was going up and would not come down so they had to go to hospital. Customer was assisted with troubleshooting. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not activated at the time of high blood glucose event. The insulin pump will not be returned for analysis.